Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 13.5-14.2cm from the end of the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. The conductors were visible due to the external lead insulation abrasion, but not externalized (i.e., remained within the lead body) a fracture of the coil was found close to the crimp sleeve consistent with fatigue. This fracture is consistent with the observation from the field of inappropriate shocks.

Event description:
It was reported that an alert for increased impedance was noted. The patient received inappropriate shocks. During explant it was noted that a conductor cable was exposed at the proximal end of the lead in the pocket.